Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Although the complaint is non-verifiable, previous investigations found this type of failure may be attributed to the lead thread of the impactor being cross-threaded into the cup. This type of damage is typically caused when the item is impacted when not fully threaded into the mating item. The load of the impact is transferred to the threads rather than the shaft. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Impactor became stuck on the implant.